Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 14-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 425 mcg/day) via an implanted pump. It was reported that the patient was new to the clinic. On (B)(6) 2026 when they tried to interrogate the pump and refill it, they were unable to and at that time, it was determined that the pump was flipped. The patient was sent for a dye study on (B)(6) 2026 and it was determined that the catheter had broken in the pump pocket. The patient was then scheduled for a catheter revision and possible pump replacement for (B)(6) 2026. On the day of the procedure, the pump was able to be interrogated. As patient came into the or (operating room), the surgeon had decided to replace both the catheter and pump; however, upon opening the pump pocket, the surgeon discovered white fluid and tissue which he determined a potential infection. At that point, the surgeon decided to explant the whole system to avoid further infection. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.